Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a patient was found with a puddle of blood in the bed, the central line of the device was found separated, the valve was unscrewed without any intervention from the staff nor the patient. The blood had coagulated in the line, so the bleeding stopped. In the meantime, the insulin infusing in this line flowed in the bed instead of acting on the patient. Clinical consequences: this incident caused a hyperglycemia to the patient which had then to be taken care of. The clot that had formed in the line was removed and then was rinsed with sterile water. The valve was changed, as well as the tubing of the line infusing the treatment that was in the bed.

Manufacturer narrative:
(B)(4). Potential lot numbers: 71f17h1641, 71f17d1746, 71f17c1844. Additional information requested regarding this event. No additional information received at the time of this report.

Event description:
It was reported that: a patient was found with a puddle of blood in the bed, the central line of the device was found separated, the valve was unscrewed without any intervention from the staff nor the patient. The blood had coagulated in the line , so the bleeding stopped. In the meantime, the insulin infusing in this line flowed in the bed instead of acting on the patient. Clinical consequences: this incident caused a hyperglycemia to the patient which had then to be taken care of. The clot that had formed in the line was removed and then was rinsed with sterile water. The valve was changed, as well as the tubing of the line infusing the treatment that was in the bed.